Manufacturer narrative:
Dysphasia.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the inaccuracy issue began however stated that he obtained a result of ¿400mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a result of ¿200mg/dl¿ obtained on another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient also reported obtaining results of ¿400 and 244mg/dl¿ on the subject meter which he felt were inaccurately high in comparison to his feelings or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes by self-adjusting his insulin doses. The patient reported that ¿one and a half to two hours¿ after the issue occurred he developed symptoms of ¿dizzy, cold, clammy and incoherent¿ and on (B)(6) 2017, at 07:30am he self-treated with ¿10 glucose tablets¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. An approved sample site had been used and the patient did not have control solution available to perform a control test. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.